Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 is alarming no disposable alarm and clamp tubing. The patient reported powering off device as removing cassette when noticing two air bubbles. Then reattached cassette and was unable to restart pump and same issue continued. Reported patient has issues with process or turning screw. The pump was reported powered off and will be contacting doctor and going to clinic in am. No patient physical adverse events reports.